Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs linear leads, upn: m365sc2218500, model: sc 2218 50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients ipg and leads were causing an allergic reaction. The physician believed that it was not device related. The patient underwent an explant procedure and the explanted devices were disposed.